Manufacturer narrative:
The physician related that the patient is still alive. The reported complaint is confirmed based on the physical evaluation of the returned device that the scepter mini balloon catheter could not be withdrawn. The scepter mini balloon catheter was stuck inside the sofia and could not be withdrawn, as received. Onyx was found inside balloon catheter from distal to 34cm from distal. The investigation leads to the conclusion that onyx prevented the scepter from being withdrawn, as described by the doctor.

Manufacturer narrative:
H10: the device associated with this event was used during the same procedure referenced in MFR. Report #2032493-2021-00205. The investigation is ongoing,

Manufacturer narrative:
Telephone number: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation is ongoing.

Event description:
It was reported that treatment of the posterior fossa a scepter mini balloon catheter was tracked through a sofia 5f 125cm catheter to the right vertebral artery and posterior inferior cerebellar artery (pica) bifurcation. The scepter mini was inflated in the pica. Onyx was injected through the scepter mini to embolize a tumor of the posterior fossa. The onyx refluxed around the balloon to a level 2mm proximal to the scepter mini's proximal balloon marker. The scepter mini was pulled out of the cast but the scepter mini could not be withdrawn from the onyx cast. The sofia 5f was tracked into the pica to support the removal of the scepter mini, however both became irremovable and the patient was moved to neurosurgery for assistance with removal of the scepter mini and sofia and the planned excision of the tumor was brought forward to be carried out during the craniotomy. Patient had surgical intervention performed by craniotomy in neurosurgery to remove the catheters. The patient was comatose for 3 days post neurosurgical excision of their tumor post-embolization. As of the (B)(6), 11 days post op, the patient is weak and has not fully woken up.